Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants medical products: 1371637, 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right. 1575260, 200-04-33 - cemented finned tib. Tra sz 3f/3t. 1813703, 244-23-13 - optetrak hi-flex tibial insert sz 3 13mm. 2513521, 200-02-35 - three peg patella 35mm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the osteolysis and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2013, due to osteoarthritis, underwent a revision procedure on (B)(6) 2021, approximately 8 years 6 months post the initial implant procedure due to a failed right total knee arthroplasty with severe proximal tibial bone loss secondary to osteolysis. The surgeon¿s dictated intraoperative findings indicated that there was copious fibrinous scar tissue hemosiderin stained synovitis, "and"...segmented bone loss from the proximal tibia was noted from the medical aspect of the tibial tubercle going around counter-clockwise to the lateral aspect of the tibial tubercle. Following the revision surgery, plaintiff continues to be limited in his activities of daily living, and experiences daily pain and discomfort in his right knee which limits his activities and impacts his quality of life. No additional information.

Manufacturer narrative:
Correction: medical device problem codes.

Event description:
Plaintiff underwent revision surgery due to severe pain, swelling, and instability in his knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing complications including tissue damages, osteolysis, permanent bone loss and other injuries.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported may have been due to prosthesis wear, instability, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.